Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2015 due to inadequate vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/13.